Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
The valve was implanted to the patient. Doi and initial setting were unknown. The suspicion of shunt failure occurred. The contrast was conducted and confirmed the "petency" was no problem. However, at a later date, the removal surgery was performed with suspicion of blockage. No further information was provided by hospital. The product will not be returned to your site.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 40mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming; no issues were found. The valve was flushed; no occlusion was noted. The valve was leak tested and only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusions were noted. The valve was reflux tested and passed. The siphon guard was tested; no issues were found. The siphon guard was removed and the valve was pressure tested; no issues found. Review of the history device records for the valve found the device conformed to the specifications when released to stock. Based on the results of the investigation, the complaint could not be confirmed. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.